Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was 400 mg/dl at time of incident. Customer expressed symptoms they have may be indicative of the possible onset of diabetic ketoacidosis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump had no deliver alarm occurred. Customer was able to remove set at this time to test site portion. Customer stated the cannula was bent. Customer reported that the passed the self test but failed during displacement test and no alarm detected. The insulin pump will be returned for analysis.